Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported an elevated white blood cell (wbc) count in the whole blood unit, found after collection. None of the units from the collection were transfused. There was not a transfusion recipient or patient involved at the time of the white blood cell testing, therefore, no patient information is reasonably known at the time of the event. Donor unit #: (B)(6) terumo bct is awaiting the return of the disposable set for evaluation. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the disposable set was not returned for investigation. The manufacturing records, test records and inspection records were reviewed for abnormalities and none were found. The records regarding the particulate removal rates of the filter membranes were reviewed. All membranes conformed to established specifications. There have been no other similar complaints against this production lot number. Root cause: the root cause for the leukoreduction failure is undetermined. Leukocyte leakage is commonly caused by the following factors:1) characteristics of blood - there is a possibility of leukocyte leakage due to blood characteristic of donors.2) pressure loaded on filter membranes - when a physical stress on filter membranes is greater than expected, the trapped leukocytes are pushed out of the filter and may result in leukocyte leakage.